Event description:
It was reported that there was oversensing observed on the right atrial (ra) channel of this cardiac resynchronization therapy defibrillator (crt-d) system. Technical services (ts) reviewed the device strips, and determined the clinical observations were related to the respiratory rate trend (rrt) oversensing. It was noted the ra impedance trend showed some abrupt changes and were out-of-range (oor) measuring 3000 ohms. Ts discussed possible causes and recommended to bring the patient in for evaluation and to consider turning off the rrt feature. At this time, the device and non-boston scientific ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was oversensing observed on the right atrial (ra) channel of this cardiac resynchronization therapy defibrillator (crt-d) system. Technical services (ts) reviewed the device strips, and determined the clinical observations were related to the respiratory rate trend (rrt) oversensing. It was noted the ra impedance trend showed some abrupt changes and were out-of-range (oor) measuring 3000 ohms. Ts discussed possible causes and recommended to bring the patient in for evaluation and to consider turning off the rrt feature. At this time, the device and non-boston scientific ra lead remains in service. No adverse patient effects were reported.